Manufacturer narrative:
No report of patient involvement. The ge healthcare biomedical engineer cleaned the adjustable pressure limiting valve, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was not relieving pressure as requested. There was no report of patient involvement.